Event description:
It was reported that during a surgical procedure at the user facility, there was an internal air leak on cuff 1. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.